Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device had beeped tones. The device was subsequently explanted due to premature battery depletion. No additional adverse events. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This supplemental report was filed to provide additional information.